Event description:
The facility reported that in the past few weeks they have had three malyugin rings break in the eye during removal from the eye. There was no impact to the pt's.

Manufacturer narrative:
The facility reported that they had disposed of the broken rings and that they would be returning the remaining unused portion of the lot for eval. The initial visual inspection of the returned rings indicated that the product meets spec. During an on sight visit the surgeon reported that she was using a method of removal that was not per the directions for use. As a result of the investigation it was determined the five rings had broken. This is the fourth of five reports.